Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain with a clinical diagnosis of discomfort and pain over the site of the ins. The patient reported discomfort and pain, and an examination indicated severe discomfort around the generator's site on (B)(6) 2017. The patient requested the ins to be moved to another area that required less movement. The ins was repositioned on (B)(6) 2017 and the event resolved without sequelae. The event was not related to the device or therapy but was related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.